Event description:
A healthcare professional reported that patients had significantly more inflammation and had difficulty sealing the incisions at their new anterior subcapsular cataract. Patient had an incision and it required several stitches to seal during a surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. No product returned for evaluation. Inconclusive, no product returned: as no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. No product returned/insufficient information: however further trending is performed. The manufacturer internal reference number is: (B)(4).